Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation the unit powers on using ac and dc power sources. Battery is capable of taking and holding charge and the low battery alarm activated after removing ac power. The unit is capable of engaging in monitoring using masimo test module and finger sensor on screen symbol of "---" is indicative of unit searching for spo2 and/or bpm values and is normal and expected. Unit attains values within approx. 7 seconds. The unit was found to visually and audibly alarm during alarm conditions. No un-commanded reboot occurred during test and evaluation. No err12 was observed at any time. Downloaded data from unit does not show an event to cause err12 (vbatt - voltage out of range). The unit was determined to be functioning as designed.

Event description:
It was reported that an event occurred during usage of a rad-87 during monitoring of a patient that was suffering from a cardiac arrest - patient passed away. The customer provided oxygen administration to the patient and connected the pulse-oximeter for patient monitoring using the external ac power (not on battery power). The unit started to show the symbols "---" indicating the attempts to obtain values but without showing any values; after about one minute the unit started to reboot by itself. Customer declares that during the attempts to solve the problem with the device, the patient had a cardiac arrest and, while they provided to support the patient life with resuscitation, the unit keep rebooting by itself without any action from the operator on the keypad; during the issue the unit sometimes also showed the error code "err12". Nurses in the ward noticed the product issue and provided to manually detect the pulses presence on the patient's wrist, while another pulse-oximeter has been promptly prepared and connected to the patient. Customer declares that patient didn't survive and has passed away on (B)(6) 2016; customer declares the unit didn't cause the patient death but didn't contribute to support the clinical staff during the resuscitation operations.